Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
The retention dome was detached from the catheter during the traction removal. The same incident occurred 6 month ago. The lot number is unknown.